Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device blowing fuses was not confirmed. However, during evaluation, it was observed that the device was heating up during testing without any load on the device. It was determined that there was unknown liquid found on the internal electronic and mechanical components. It was further determined that the electric motor emitted an unusual noise. It was determined that these issues were consistent with immersion. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was suspected of having blown fuses up to three battery devices. It was further reported that the electronic control unit (ecu) in the device was possibly damaged causing the handpiece device to trip the battery fuses. During in-house engineering evaluation, it was observed that the device was heating up during testing without any load on the device. The event was not related to surgery. Spare devices were available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.